Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for failed back surgeries. It was reported that the device is non-functioning and the patient has been having troubles with pain. Hcp inquired about physicians nearby too check viability of system. No further patient symptoms or complications were reported in this event.